Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station single wide mini tray had short circuit, preventing user pull out tray to reveal the required drug. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the short circuit in 6-pocket single wide mini tray. A field service engineer ran diagnostics on the mini drawer and found no issues. Fse decided to replace the mini tray control unit due to a malfunction message. The mini engine was stuck on the chassis ladder, so fse removed adjacent drawers to gain access. After several attempts, fse removed the device, installed the new control unit, rebooted the station, and ran diagnostics multiple times, all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es single wide mini tray had short circuit, preventing user pull out tray to reveal the required drug. There were no adverse events or injuries reported based on this event.